Manufacturer narrative:
Device evaluated by third party service center

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 pro. There was no harm or injury reported. The device was returned to a third party service center for evaluation. The device was scrapped and replaced with a new one.